Manufacturer narrative:
Cva prior to admission was reported under MFR# 2916596-2018-03875. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that patient was admitted for worsening headaches, visual disturbances from clinic as well as elevated lactate dehydrogenase (ldh). Patient has history of cerebrovascular accident (cva) prior to admission. Additional information stated that during the hospitalization for the occipital neuralgia, the ldh was elevated to 523. Per echocardiogram (echo), the small left ventricle with inflow cannula was pointing at inferoseptal wall. The lvad (left ventricular assist device) speed was decreased from 8800 to 8600. Patient had an episode of sinus tachycardia after getting up to go to the bathroom followed by two minutes of ventricular tachycardia (vt) that was suspected due to underfilled left ventricle. Patient was given 500 cc [ak: agent not specified] x 2, IV (intravenous) hydralazine and IV fluids. The symptoms resolved. Patient also had an improvement in ldh with IV hydration. Patient was discharged to home in stable condition on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined from this evaluation. The submitted log files were unremarkable and contained only pi events. The pump operated at the set speed for the duration of the log files. The pump appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. The heartmate 3 lvas IFU lists cardiac arrythmia and hemolysis as adverse events that may be associated with the heartmate 3 left ventricle assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. In addition, this document provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. No further information was provided. The manufacturer is closing the file on this event.